Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope reported error e315 (incompatible scope), the communication error. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the alleged malfunction 'communication error' was cause not established, and the most probable cause of the additional reportable malfunction present in due diligence 'scope reported error e315 (incompatible scope), the communication error.' Was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that colonovideoscope had communication error. The event occurred during inspection for use. There were no reports of patient involvement.